Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient had generalized coagulopathy. On (B)(6) 2018, the patient had 7 bowel movements within a 24-hour period with melena. An esophagogastroduodenoscopy (egd) was performed; however, the results not provided. The patient was transfused with unknown units of packed red blood cells (prbc) in addition to prolonged hospitalization. Anticoagulant at the time of event were warfarin and heparin. No additional information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is 00813024013297. Approximate age of device ¿ 8 days. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal bleeding (gi) could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.